Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13128. It was reported that the patient presented to the emergency room experiencing muscle stimulation, bradycardia, and frequent premature ventricular contractions. Upon interrogation, it was noted that the atrial and right ventricular - rv leads exhibited intermittent capture and loss of capture, respectively. A computerized tomography scan was performed and the atrial and rv leads were both found to be dislodged due to twiddler's syndrome. The atrial and rv leads were explanted and replaced. The patient was in stable condition afterwards.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.